Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Section e initial reporter full phone: (B)(6).

Event description:
The complaint/event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch that reportedly leaked an unspecified chemo drug on the spike filter vent during infusion. There was no drug exposure to the patient or healthcare provider. The set was replaced, and therapy resumed. There was no patient harm as a result of this complaint/event.

Manufacturer narrative:
The complaint of leakage can be confirmed on the returned used 14687-15 primary plum set. As received, the air filter on the vent plug juncture was wetted out with prior infusate. The product was tested and a leak was observed from the filter on the vent plug juncture with the cap open. The leak appeared to seep through the filter vent material from various locations. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 19jan2024.